Event description:
During a transcatheter-edge-to-edge repair of the mitral valve (teer) the mitraclip did not lock requiring him to place another one. Vendor was present during case and witnessed issue. Defective item sequestered .